Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter on a bd ultra-fine¿ insulin syringe 1ml, 30gx8mm before use. No medical interventions were reported.

Manufacturer narrative:
Results: customer returned (1) 1cc, 8mm, 30g syringe in an open poly bag from lot # 6179700. Customer states that there is a plastic adhered to the needle. The returned syringe was examined and exhibited orange tinted material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. See attached picture and spectra. (B)(6) received (1) 1cc 8mm 30g syringe in open polybag from batch# 6179700. All samples were decontaminated per (B)(4) prior to evaluation. Visual inspection was performed at 4x magnification and noted that the material appeared to be pale orange in color, likely shielding material. This type of foreign material is referred to as "angel hair" and is a product of pressurized transportation tubes utilized to move material from one line to another. As the materials (syringe components, etc) undergo "pea shooting", small filiments, as seen in this sample, are created and can occasionally make their way into finished product by accident. Probable root cause is angel hair from this process. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6179700. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.